Event description:
Physician reported right side "finding of large cell anaplastic lymphoma" with swelling and increase in volume of breast. Pathological markers have not been received. Treatment included implant removal and capsulectomy.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold, cloudy in the gel and brown biological tissue. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to findings of large cell anaplastic lymphoma.

Event description:
Physician reported right side "finding of large cell anaplastic lymphoma" with swelling and increase in volume of breast. Pathological markers have not been received. Treatment included implant removal and capsulectomy.